Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 78 year old male with a past medical history significant for prior coronary artery bypass grafting and coronary artery disease presented with an acute myocardial infarction complicated by cardiogenic shock. An impella cp (pump 1; pc 002065149; gu case 01572435 / ci 54192) was implanted percutaneously via the left femoral artery on 15 jan 2026 at 1:52 pm. During support, a hematoma developed around the impella access site in the left femoral region, where both an arterial sheath and venous sheath were also present. The registered nurse outlined the hematoma, and no active bleeding was observed at the impella insertion site. To address the hematoma, the heparin infusion was discontinued prior to transport, and one unit of blood was administered. Despite ongoing management, care was ultimately withdrawn, and the patient expired on 17 jan 2026. The hematoma at the impella access site was managed by stopping the heparin drip and administering one unit of blood. No bleeding was noted at the insertion site following these interventions. Hematoma and hematuria are known potential complications associated with anticoagulation, and critical care interventions. The patient¿s death followed withdrawal of care due to overall clinical deterioration and is consistent with the severity of the underlying cardiac condition.